Manufacturer narrative:
A complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that right atrial (ra) lead was found to be dislodged. Dislodgement was confirmed via x-ray. The lead was explanted and replaced. The patient is in stable condition.